Manufacturer narrative:
(B)(4). Batch # n54r88. The analysis found that one plee60a device was returned in good visual condition and with a gst60t partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Corrected data: the analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60d reload present. The reload was received unfired. The device was tested for functionality only in dry fired. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: are you able to clarify how the first device misfired prior to use (lockout engaged, cartridge unable to be installed, etc.)? Was buttressing material utilized in the case? If so, which product? I can't confirm about the initial firing but seamguard buttressing was used along with our staple load.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, device fired fine twice (staples were properly formed and good cut), but upon trying to insert for the third firing the jaws were found to be bent which wouldn't allow for it to be inserted back into the trocar. Another like device was used to complete the case. There was no patient consequence.